Manufacturer narrative:
Product analysis: at analysis it was noted that the head failed 36 tests. On the programmer analysis it was noted that when this head was connected into the programmer and the cable was moved that the programmer shut down. When the head's cable was replaced the head passed all final functional tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.